Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, this patient underwent endovascular repair using gore excluder bifurcated endoprostheses on an unknown date. Films sent to gore for evaluation showed aneurysm enlargement secondary to endotension. As of 2009, no reintervention has taken place. Further investigation is being conducted.